Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Continuation of concomitant: 6935m62 lead implanted (B)(6) 2012.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The patient also stated that the device was warm to touch at different times. The device was explanted and replaced. No patient complications have been reported as a result of this event.